Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced a separated/broken safety device which was noted prior to use. The following information was provided by the initial reporter: customer opened the box on the spot and found that the pre-injection pen was partially damaged.

Manufacturer narrative:
PMA/510(k)#: an additional PMA/510(k)# exists for this device: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein experienced a separated/broken safety device which was noted prior to use. The following information was provided by the initial reporter: customer opened the box on the spot and found that the pre-injection pen was partially damaged.